Event description:
Droplet brand insulin pen needle, 31g, 8mm become clogged rendering the insulin pen ineffective. There is no way for patient to obtain the needed dose of insulin. Also had times where the needles simply bent over.